Event description:
It was reported that the right atrial lead showed decreasing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial lead showed decreasing impedance. The lead remains in use. It was additionally reported that the lead now showed low impedance and high threshold. The sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.